Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal cramping / lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain / stomach cramps"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps"), back pain ("lower back pain"), headache ("headaches"), migraine ("migraines"), hypoaesthesia ("numbness in her hands"), paraesthesia ("tingling in her hands"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (underwent a surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dyspareunia, abdominal pain, vaginal discharge, vaginal infection, abdominal pain upper, menorrhagia, dysmenorrhoea, back pain, headache, migraine, hypoaesthesia, paraesthesia, alopecia, amnesia, fatigue and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, paraesthesia, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/inner coil of right essure device protruding into uterine cavity"), abdominal pain lower ("abdominal cramping / lower abdominal pain") and endometritis ("endometritis") in an adult female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthralgia, vaginal itching and headache. Concurrent conditions included stress, ankle sprain, myalgia, vitamin d deficiency, pain in thigh, stiffness, nausea, vomiting, flank pain, pyelonephritis and malaise. Concomitant products included ibuprofen and ketorolac. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal discharge ("vaginal discharge"), headache ("headaches"), migraine ("migraines"), urinary tract infection ("urinary tract infection / after getting essure , I suffered from numerous uti's") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2016, the patient experienced back pain ("lower back pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual flow"), vaginal haemorrhage ("abnormal vaginal bleeding"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain / stomach cramps"), dysmenorrhoea ("severe menstrual cramps"), hypoaesthesia ("numbness in her hands"), paraesthesia ("tingling in her hands"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), endometritis (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery ((B)(6) 2017 - hysterectomy with bilateral salpingectomy) and surgery ((b)6) 2017 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain, vaginal infection, abdominal pain upper, back pain, headache, migraine, hypoaesthesia, paraesthesia, alopecia, amnesia, fatigue, urinary tract infection, pain in extremity, endometritis and infection outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge, dysmenorrhoea and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, headache, hypoaesthesia, infection, menorrhagia, migraine, pain in extremity, paraesthesia, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record:endometritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/inner coil of right essure device protruding into uterine cavity"), abdominal pain lower ("abdominal cramping / lower abdominal pain") and endometritis ("endometritis") in an adult female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthralgia, vaginal itching and headache. Concomitant products included ibuprofen and ketorolac. In 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual flow"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain / stomach cramps"), dysmenorrhoea ("severe menstrual cramps"), back pain ("lower back pain"), headache ("headaches"), migraine ("migrains"), hypoaesthesia ("numbness in her hands"), paraesthesia ("tingling in her hands"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), pain in extremity ("leg pain"), endometritis (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery ((B)(6) 2017 - hysterectomy with bilateral salpingectomy) and surgery ((B)(6) 2017 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain, vaginal infection, abdominal pain upper, back pain, headache, migraine, hypoaesthesia, paraesthesia, alopecia, amnesia, fatigue, urinary tract infection, pain in extremity, endometritis and infection outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge, dysmenorrhoea and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, headache, hypoaesthesia, infection, menorrhagia, migraine, pain in extremity, paraesthesia, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one was reported via medical record:endometritis most recent follow-up information incorporated above includes: on 6-mar-2018: the pfs and medical record received:the event abnormal vaginal bleeding, apareunia, bladder infection, device expulsion, leg pain, endometritis added,events outcome added,concomitant medication added,medical history added,concurrent condition added,reporters added,lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/inner coil of right essure device protruding into uterine cavity') in an adult female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthralgia, vaginal itching and headache. As per mr on (B)(6)2011,essure confirmation done which showed bilateral blocked fallopian tubes consistent with proper essure placement. As per pfs essure confirmation test conducted- no. Concurrent conditions included stress, ankle sprain, myalgia, vitamin d deficiency, pain in thigh, stiffness, nausea, vomiting, flank pain, pyelonephritis and malaise. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from 2011 to 2016, ibuprofen, ketorolac from 2011 to 2017, meloxicam (mobic) from 2011 to 2017 and promethazine from 2011 to 2017. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("severe menstrual flow/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("severe menstrual cramps"), headache ("headaches"), migraine ("migrains"), urinary tract infection ("urinary tract infection / after getting essure , I suffered from numerous uti's") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2016, the patient experienced back pain ("lower back pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("abdominal cramping / lower abdominal pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain / stomach cramps"), hypoaesthesia ("numbness in her hands"), paraesthesia ("tingling in her hands"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), endometritis ("endometritis"), infection ("infection") and sepsis ("sepsis"). The patient was treated with surgery ((B)(6)2017 - hysterectomy with bilateral salpingectomy, ophorectomy(bilateral removal of ovaries)). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain, vaginal infection, abdominal pain upper, back pain, headache, migraine, hypoaesthesia, paraesthesia, alopecia, amnesia, fatigue, urinary tract infection, pain in extremity, endometritis and infection outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge, dysmenorrhoea and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, headache, hypoaesthesia, infection, menorrhagia, migraine, pain in extremity, paraesthesia, sepsis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pif received: new event added-sepsis. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/inner coil of right essure device protruding into uterine cavity') in an adult female patient who had essure (batch no. 50512942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthralgia, vaginal itching and headache. As per mr on (B)(6) 2011,essure confirmation done which showed bilateral blocked fallopian tubes consistent with proper essure placement. As per pfs essure confirmation test conducted- no. Concurrent conditions included stress, ankle sprain, myalgia, vitamin d deficiency, pain in thigh, stiffness, nausea, vomiting, flank pain, pyelonephritis and malaise. Concomitant products included hydrocodone bitartrate;paracetamol (norco) from 2011 to 2016, ibuprofen, ketorolac from 2011 to 2017, meloxicam (mobic) from 2011 to 2017 and promethazine from 2011 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("severe menstrual flow/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("severe menstrual cramps"), headache ("headaches"), migraine ("migrains"), urinary tract infection ("urinary tract infection / after getting essure , I suffered from numerous uti's") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2016, the patient experienced back pain ("lower back pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("abdominal cramping / lower abdominal pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain / stomach cramps"), hypoaesthesia ("numbness in her hands"), paraesthesia ("tingling in her hands"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), endometritis ("endometritis"), infection ("infection") and sepsis ("sepsis"). The patient was treated with surgery ((B)(6) 2017 - hysterectomy with bilateral salpingectomy, ophorectomy(bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain, vaginal infection, abdominal pain upper, back pain, headache, migraine, hypoaesthesia, paraesthesia, alopecia, amnesia, fatigue, urinary tract infection, pain in extremity, endometritis and infection outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge, dysmenorrhoea and female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, headache, hypoaesthesia, infection, menorrhagia, migraine, pain in extremity, paraesthesia, sepsis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Lot number: 50512942 manufacturing date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.